Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose reading was 250-300 mg/dl. The customer stated that the reservoir chamber is chipped. The customer had a couple times where the reservoir came out and the screen was blank. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The reservoir tube lip was completely broken off and test the reservoir will not lock or click into place. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify current anomaly due to blank display. The insulin pump was missing reservoir tube o-ring.